Manufacturer narrative:
The date of the initial report is corrected to september 16, 2019.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly experienced no post surgical complications. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold was observed on both top and bottom covers. This is believed to have occurred during the revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold was observed on both top and bottom covers. This is believed to have occurred during the revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced poor performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.